Manufacturer narrative:
At this time, the lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture due to perforation as confirmed via fluoroscopy. As a result, a surgical revision was performed on the patient and the rv lead was repositioned. No additional adverse patient effects were reported.